Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was pain.

Event description:
It was reported that the patient had a revision on the asr hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient lawyer reported an asr ae to nca: patient received asr prothesis in 2005. Revision in 2007. Update: confirmation of hip revised, hospital, surgeon and reason for revision received 15 oct 2012. Hip(s) to be revised: right. Reason(s) for revision: pain. Update received: 20th december 2013 - added hospital: (B)(6) surg and added further revision reason: noise. Update - added type of replacement. Filed out mw fields. Taken from claimsuite dated (B)(6) 2014 asr hip resurfacing system.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # ==> pc-000207171 investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint 24343. Reason for original complaint ¿ patient lawyer reported an asr ae to nca: patient received asr prothesis in 2005. Revision in 2007. Update: confirmation of hip revised, hospital, surgeon and reason for revision received 15 oct 2012. Hip(s) to be revised: right reason(s) for revision: pain update received: 20th december 2013 - added hospital: (B)(6) - (B)(6) / (B)(6) and added further revision reason: noise. Update - added type of replacement. Filed out mw fields. Taken from claimsuite dated (B)(6) 2014 asr hip resurfacing system update ad 18 may 2018 com-033909 is reopened under pc-000207171 due to receipt claimsuite alert received. There is no new information added that will affect MDR reportability. Doi: (B)(6) 2005; dor: (B)(6) 2007; right hip